Event description:
It was reported that rf function became unreachable after the follow-up performed on (B)(6) 2015 and several attempts to transfer remote monitoring report (on (B)(6) 2015) in different rooms had failed. A new follow-up will be scheduled for this patient (the date is unknown).

Manufacturer narrative:
Preliminary analysis revealed that the reported behavior is most probably related to a software issue (in some specific conditions the rf communication can be blocked after an inductive communication or removing the programming head, and will be unblocked by an inductive communication).

Event description:
It was reported that rf function became unreachable after the follow-up performed on (B)(6) 2015 and several attempts to transfer remote monitoring report (on (B)(6) 2015) in different rooms had failed. A new follow-up will be scheduled for this patient (the date in unknown).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that rf function became unreachable after the follow-up performed on (B)(6) 2015 and several attempts to transfer remote monitoring report (on (B)(6) 2015) in different rooms had failed. A new follow-up will be scheduled for this patient (the date in unknown).